Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation was performed on the unit and revealed a cassette insertion/pressure offset error. The complaint was verified and the root cause has been associated with electronic component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include pressure transducer malfunction or the latch keeper wear.

Event description:
It was reported that the when the dyonics 25 turned on, it started to beep. No case involved. Results of investigation have concluded that this revealed a cassette insertion/pressure offset error, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.